Event description:
During a remote follow-up, loss of capture (loc) was observed on the device resulting in episodes of oversensing. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient was stable.